Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: the battery cap was not returned. The pump powers and was tested with a test battery cap. Battery cap is able to fully tighten. A power loss was not observed. The battery compartment is intact. Current draws were within specifications. There was no evidence of moisture or loose components inside pump. Multiple replace battery alarms and multiple eaw 177 low battery warnings observed in black box. Evidence of partially discharged batteries being installed multiple times observed in bb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.